Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally/visually tested according to the diagnostic assessment. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to damaged locking collar fitting. Investigation is based on technical investigator findings. The device failed following inspection criteria¿s during diagnostic assessment: visual assessment: fail. Tool coupling: fail. The device was visually and functionally assessed and determined to have failed the tool coupling assessment due to the locking collar fitting damage, which prevented it from being fully inserted into the impactor, consistent with the adapter not being properly secured ¿ user error. The most relevant root cause is linked to improper handling. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user or customer: remove the battery from the surgical impactor if attached. Insert the cylindrical part of the adapter into the end of the locking collar. Align the square part of the adapter with the locking collar to advance the instrument further. When the square part is able to advance into the impactor, push the adapter firmly into the locking collar. The locking collar is designed to automatically lock the adapter to the impactor upon a firm push (push to lock). Verify that the adapter is locked into the impactor with a visual inspection to verify that the end of the locking collar is aligned with the engraved line on the square part of the adapter or by pulling on the adapter to ensure a secure, locked connection. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. D3, g1: corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the emphasys shell/liner imp offs device could not release the cup-damaged end. There was unspecified surgical amount of delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.